Event description:
It was reported that during priming with a prismaflex tpe 2000, leaking from the lower end of the venous exhaust jug was observed. There was no patient involvement. No additional information provided.

Manufacturer narrative:
The actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph and video showed a leak from the deaeration chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.